Event description:
The patient reported that, while standing at the kitchen sink, she felt a pain run up through the implantable neurostimulator (ins), into her ribs, and under left arm. She couldn't breathe for a second. It was a sensation as if her back went out or she had a pinched nerve on the left side. This occurred on (B)(6) 2016. Additional information received from the patient via the manufacturer representative (rep) on (B)(6) 2016 during reprogramming reported that she had a jolting sensation that went up both sides of her back a week or two prior. She had a difficult time walking for a week after this and had to use her walker. She wasn't sure if the ins caused this. She was still getting good relief from the system and the jolting episode was the one and only time it had happened. She had been standing still, looking out her kitchen window when this occurred. Falls or accidents leading to this were denied. The cause was not identified. Impedances were checked and all were within normal range. The life of the battery was fine and no error messages were seen. The issue was resolved as the healthcare provider (hcp) then came into the room, provided no further insight into the event, and didn't want any programming changes. The patient was alive with no injury and no intervention occurred or was planned. Indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.